Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient and a nurse reported that the patient was admitted to the hospital with blood glucose levels above 600 mg/dl. The patient noted that her doctor instructed her to "not bolus, only use the basal" due to low blood glucose levels.